Manufacturer narrative:
Submit date: 2017-10-09.

Event description:
According to the reporter, during testing on (B)(6) 2017, the unit did not alarm. There was no patient involvement.

Manufacturer narrative:
Submit date: 2017-10-09. Based on additional information received from the initial reporter on 2017-10-09. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing on (B)(6) 2017, the unit did not alarm. There was no patient involvement. On (B)(6) 2017 the reporter clarified that the unit had a visual alarm but no audible alarm for 'feed completed'.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit did not alarm¿. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.